Event description:
The integra customer service reported on behalf of the user facility the following event: the surgeon reported over-drainage with the osvii valves. Add'l info has been requested from the user facility.

Manufacturer narrative:
The device is not expected to be returned for evaluation. An investigation has been initiated based upon the reported information.